Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01341.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod coils, a ruby coil, and a lantern delivery microcatheter (lantern). During the procedure, after advancing the pod coil approximately halfway into the lantern, the hospital technician kinked the pod coil. Therefore, the pod coil was removed. Next, the hospital technician inserted a ruby coil into the lantern; however, after advancing the ruby coil approximately halfway into the lantern, the same issue occurred. The hospital technician kinked the ruby coil; therefore, the ruby coil was removed. The procedure was completed using new pod coils and pod packing coils along with the same lantern. There was no report of an adverse effect to the patient.